Event description:
Caller reported patient blood glucose results of 69 mg/dl at 1401 and 194 mg/dl at 1404 on the gts system. Lab result at 1424 was 183 mg/dl. Reported no adverse event relative to discrepancy. A request was made for the return of the strips, replacement sent.